Event description:
A (B)(6) man patient called zoll customer support to report that his monitor's response buttons were not working. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the rear response button was not functional. The cause for the non-functional response button was a detached response button cable. The root cause for the detached cable could not be positively identified, but the cable likely disconnected as a result of the monitor impacting a hard surface. No adverse event resulted from the detached response button cable. The patient received a replacement monitor.